Event description:
It was reported that a fire originated with a tdxsp power chair where the origin is believed to be due to overloaded electrical cords. A pair of electrical cords were plugged into an ungrounded outlet. End user succumbed to smoke inhalation.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Update from consumer affairs on 03/31/2016: no death occurred or was ever alleged as a result of this incident. The police report indicates residents were treated for smoke inhalation. Not clear if the end-user was one of the people treated. It was reported that a fire originated with a tdxsp power chair where the origin is believed to be due to overloaded electrical cords. A pair of electrical cords were plugged into an ungrounded outlet. End user succumbed to smoke inhalation.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: custom power wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations testing of the returned product in its "as received" condition, the complaint was confirmed for the wheelchair being involved in a fire. Due to the severity of damage to the wheelchair no functional testing could be performed. The source of ignition was inconclusive. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: custom power wheelchairs. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information and actual observations testing of the returned product in its "as received" condition, the complaint was confirmed for the wheelchair being involved in a fire. Due to the severity of damage to the wheelchair no functional testing could be performed. The source of ignition was inconclusive. Update from consumer affairs on 03/31/2016: no death occurred or was ever alleged as a result of this incident. The police report indicates residents were treated for smoke inhalation. Not clear if the end-user was one of the people treated. It was reported that a fire originated with a tdxsp power chair where the origin is believed to be due to overloaded electrical cords. A pair of electrical cords were plugged into an ungrounded outlet. End user succcumbed to smoke inhalation.